Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went onsite to evaluate/repair the suspect device. The fse reported the most likely cause of the reported issue was due to a defective oxygen regulator component. After replacement of the component, the fse verified the performance of the unit. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the end-user reported the unit was leaking from inside. The customer reported there is no patient involvement associated with the event.